Manufacturer narrative:
The product was discarded and not returned for evaluation. Available information indicates the product was released meeting all quality criteria and manufacturing specifications and the product labeling provides information and precautions for handling, opening and mixing the dialysate, including use of personal protective equipment.

Event description:
A report was received on 07 sep 2018 from a therapy specialist nurse regarding a pre-mixed dialysate bag that ruptured while activating the solution for patient use on (B)(6) 2018. The solution made contact with the skin of the female nurse preparing the solution and caused erythematous areas on her chest. There was no report of medical intervention.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product was released meeting all quality criteria and manufacturing specifications.